Manufacturer narrative:
(B)(6). Operating theatre materials manager. Based on the available information, this event is deemed to be a reportable malfunction. A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance logs have been checked and they were completed and up to date. Lot # 7e00380 was sterilized under lot 1187281011 and released on review of results of sterilization. All results were within specification and the products were released. The production process, in process testing and packaging of products were run per requirements for machine doyen three (3). Visual inspection was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 7e00380. This is the only complaint for the affected lot. A photograph has been received for this complaint, which was evaluated. The photograph confirms the complaint issue. No sample is being returned for this complaint therefore, it cannot be confirmed what the foreign matter is. All operators will be informed of this complaint. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a red/brown stain was found on one dressing as the dressing was opened in operating theatre. The product was not used on the patient. Photos depicting the reported complaint issue were provided by the complainant.